Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg and communicating the ipg to the remote control. The patient will undergo an ipg replacement procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg and communicating the ipg to the remote control. The patient will undergo an ipg replacement procedure. No further information could be obtained.

Manufacturer narrative:
Sc-(B)(4) (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on (B)(4) 2018 , (B)(4) pm CT.the report number is being corrected from: 3006630150-2018-62473to: 3006630150-2017-03942.

Event description:
A report was received that the patient had difficulty charging the ipg and communicating the ipg to the remote control. The patient will undergo an ipg replacement procedure. No further information could be obtained.